Event description:
This coronary bypass intervention procedure was performed in (B)(6). The physician placed the spider fx in the coronary bypass and deployed two coronary stents into the bypass. The physician was unable to retrieve the filter with the retrieval catheter and the two coronary stents were dragged back. A guide catheter was laid and this was used to remove the spiderfx and stents. The patient did not suffer any injury. The physician then deployed three new stents.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.